Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty power control pcb. System operates as intended.

Event description:
It was reported that the system would not power up or boot up. No pt injury was reported.